Event description:
It was reported that the patient had low therapeutic impedances and that their implantable neurostimulator (ins) would not hold a charge ever since implant. The patient charged their device every other day and was capable of fully charging their ins. A recharging estimate was performed and came back with 4.8 days when depleting from 100% to 0%. There was no blatant short, but the patient was to be reprogrammed to increase the interval by deactivating a couple of the active electrodes without compromise in coverage. The patient underwent four recharge sessions in one day, two of which were "real." The patient had good coupling. It was noted that the patient had not charged for four hours as claimed. The charging interval seemed to be every two days, but it was not from discharged to 100%. Since the patient claimed that occurred since implant, the short interval appeared to be more due to parameters then a system integrity issue. Subsequent information indicated that the manufacturer representative did not see a malfunction of the ins. It was believed that the recharge interval was as expected for the ins, since the patient does not fully recharge and start their charge from 0%. There were no interventions planned and no patient status was provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 3888-45 lot# v750354, implanted: 2011 (B)(6), product type lead product ID, 3888-45 lot# v513007, implanted: 2011 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).